Manufacturer narrative:
Continued state (initial reporter): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "deformity and palpable deformity" and "rupture." Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to observe since it is not related to the device. Rupture: not observed. Additional observations: wear abrasion is observed. Creases are observed.